Event description:
Customer called adc customer service on (B)(6), 2015 to learn how to change the battery in her adc blood glucose meter and to find out where to buy one, because she noticed a battery icon on the meter's display. Customer further reported her healthcare provider administered an unspecified injection, but declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. It should be noted: customer reported her healthcare provider gave her the meter with an incorrect battery installed. All pertinent information available to abbott diabetes care has been submitted.